Manufacturer narrative:
Vyaire file identification : (B)(4). A vyaire field service representative went onsite and evaluated the device. Ran ventilator from startup and noted it ran without issue. Checked event log and noted several motor faults on december 21. Field service representative ran unit for 2 hour at a rate of 27 and a flow of 61. No motor fault during this time. Device meets company specifications.

Event description:
The customer reported intermittent motor fault alarm on the vela ventilator. At this time there is no information regarding patient involvement associated with the reported event.